Manufacturer narrative:
Follow-up #1: date of submission 12/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: the battery compartment is cracked at the case seal on the side, returned battery cap is able to fit securely. Moisture corrosion is observed in the battery canister, leak test failed due a battery compartment leak. The pump powers up with auditory and vibration to a blank screen. Unable to verify steps (4, 6-7, 10-12). The pump¿s cover was removed, further moisture corrosion was found to watchdog and eeprom components. During investigation, the battery compartment was cracked at the case seal on the side. The returned battery cap was able to fit securely. A leak test was performed and failed due to a battery compartment leak. Moisture was found in the battery compartment. The pump powered on with auditory and vibratory alarms to a blank screen. The pump cover was removed to find further moisture corrosion to the watchdog, and eeprom components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.